Event description:
Event description guidant received information that the implantable lead and the biventricular system was aborted after a vessel perforation occurred. The lv port of the ICD was plugged and the lead removed. It was further reported that there was no clinical complication to the patient.